Manufacturer narrative:
The pump passed the self test, sleep current measurement and active current measurement. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at corner of the belt clip rail, broken belt clip rails, scratched keypad overlay, peeling keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and retainer knit line damage (cracked retainer). History download was successful using thump. In further checking of the pump history records: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Power problem-charge/battery lasts less than expected not confirmed. Perform the history review 1 week prior to the event date 25-sep-2025 in the pump history file and found 2 changebatteryfault (73) on 09/19/2025, 6 pump error 25 on 09/19/2025, 6 pump error 25 on 09/20/2025, 1 changebatteryfault (73) on 09/21/2025 and 3 lost sensor alerts on 09/23/2025. Earliest power data available per the power management tool/detail trace file is on 09/29/2025 12:15:59 am. There was no power data available for the dates of 09/19/2025 and 09/21/2025. Unable to check power data for replace battery alert/changebatteryfault (73). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Found multiple pump error 25 in the pump history file. The pump was monitored for 1 day. No pump error 25 noted during testing. The pump passed the self test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. No damage noted on the internal lithium backup battery or force sensor. Force sensor zero offset within specification (24.0 mv). Damage- cracked case battery tube confirmed at the back of the pump. The pump passed the required tests. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Power problem-charge/battery lasts less than expected not confirmed. Alarm-a331 pump error 25 confirmed (found pump error 25 in the pump history file, problem isolated to the electronic assembly and internal lithium backup battery). Damage-retainer ring damage confirmed (during visual inspection found retainer knit line damage and cracked retainer). Damage-moisture confirmed (found moisture damage when performing visual inspection on the electronic assembly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the battery tube side case, resulting in short battery life and the insulin pump's functionality was affected. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.